Event description:
During preventive maintenance, the technician noticed an unusual noise when using the hi/low. He found the foot end hi/low motor had two broken rubber mounts between motor and mounting bracket which caused the motor to shift and vibrate. He also found that the white wire leading into the motor was cut/worn through the insulation and bare wiring was exposed.

Manufacturer narrative:
The technician replaced the motor assembly to repair the bed.